Event description:
Allegations of bleeding, leaking and rupture of the implants, severe pain in the arm, chest, arms, hands and other various and discrete parts of the bodies, arthritic pain, stiffness, weakness, and pain in joints and muscles, pain in shoulders and arms, severe anxiety and psychological stress, low grade fever, severe depression, inability to cope with stress, vertigo, fever, dizziness and loss of equilibrium, headaches, severe insomnia, chronic fatigue.